Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be in tachy mode off for approximately three months. Interrogation revealed the change tachy mode with magnet feature was on. It is not known when this feature was activated. The patient underwent a procedure on the same date the tachy mode was changed to off.